Manufacturer narrative:
(B)(4). This is a report of use error, where the patient was connected to an unprimed patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line during peritoneal dialysis therapy on the homechoice. The patient was connected at the time the air was observed. During troubleshooting, the patient reported that the patient line had not been properly primed before they had connected. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.